Manufacturer narrative:
Product will not be returned. Results pending completion of the investigation.

Event description:
The customer reported that the fisher-sure-vue hcg serum/urine test was giving false positive readings and alleged the way the pipettes are packaged in the same pouch may have contributed to the false positive results. The patients had tests with different samples, which came back with negative results. The exact number of patients and frequency of occurrence were not provided. There was no report of an adverse event. Although requested, the customer would not provide further information.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. The pipette packaging configuration went into effect in early 2018, and a review of the trend for false positives does not indicate a corresponding increase in complaints. Please note, the intensity of the test line may vary depending on the concentration of hcg in the sample. A pink line would be considered a shade of red, and therefore a visible pink or red line in the test area should be interpreted as a positive result. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.